Manufacturer narrative:
The following correction has been updated in this report. Section "FDA product code" in box d has been updated/corrected to reflect mns. Section "common device name" in box d has been updated/corrected to reflect ventilator, continuous, non-life-supporting.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged nose irritation, skin irritation. There was no report of serious or permanent harm or injury. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The following correction has been updated in this report. The manufacturer received new and relevant information patient alleging cancer, blood clots in the legs and pulmonary fibrosis related to a CPAP device's sound abatement foam. Section "product problem" in box b has been updated/corrected to reflect both. Section "type of reported complaint" in box h has been updated/corrected to reflect serious injury. Section h6 health effect- impact code has been updated.